Event description:
During transfer from bed to chair using liko hoyer lift, the left shoulder loop of the invacare sling came free of the slingbar and pt fell to floor, fracturing ribs and shoulder. Investigation revealed both safety latches had been missing from the slingbar. However, the safety latches on this model move freely -easily detaching from the lift slingbar- and most likely would not have prevented the loop from coming free. As demonstrated by the distributor of the lift, the pt's weight should be adequate to keep the loops in place. It is unknown what caused the loop to come free. A newer version of the liko hoyer lift at the involved facility has similar safety latches that are secured permanently to the slingbar and do not move freely, making them less likely to become dislodged from the slingbar.